Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device information and if ind/preanda, give protocol number, are unknown. No product information has been received to date. Operator of device: patient/consumer. If the initial reporter also sent report to FDA was unknown. No information has been received to date.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. No patient injury was reported.